Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 4 years remaining to 2.5 years remaining in the span of 5 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 4 years remaining to 2.5 years remaining in the span of 5 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned and is pending analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the estimated remaining longevity of this pacemaker had decreased from 4 years remaining to 2.5 years remaining in the span of 5 months. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned and is pending analysis.